Manufacturer narrative:
(B)(4). Date sent: 8/7/2025. D4 batch#: 962c83. B3: exact date is unk. Assumed first month of the year. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage and along with the loose stapler retainer. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. However, the knob rotated and the indicator worked as expected. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described could not be confirmed as the knob performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number: 962c83, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device cdh29p lot number: c9e35y and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when using cdh29p, I can't see the orange line in the green range, so I can't use it there were no patient consequences.